Event description:
A cartridge alarm labeled as alarm 20 was reported by the caller, but it did not result in an adverse impact on the customer¿s blood glucose level. Tandem technical support confirmed that the issue did not occur during the load process and was not previously reported with this pump serial number, although consecutive cartridge alarms were noted. To resolve the issue, technical support arranged for the customer to receive a replacement pump with updated software and instructed the caller on necessary actions, including using manual daily injections as a backup therapy, returning the problematic pump to tandem, and setting up the replacement device. The customer acknowledged and understood the instructions provided.